Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(6). Section d4, UDI #, of the initial medwatch report should have stated: (B)(6).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming and then unexpectedly losing power (reboots/inop) was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed "system fault" during use and then unexpectedly lost power. The patient had been using device for ventilation and o2 when the reported issue occurred. The patient was safely removed from the device and placed on a different ventilator for support. Subsequently the patient's caregiver advised that she then observed the device continuously cycle power (reboot), so she removed its external batteries and allowed the internal battery to deplete. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. The patient survived the event.